Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 0 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had dark colored stools over the past 3 to 4 weeks associated with fatigue and decreased exercise tolerance. The patient had been taking iron pills but never had such dark-colored stool before. In the days prior to hospital admission the patient felt lightheaded especially while standing up. On (B)(6) 2019 patient's inr and hemoglobin were low. Patient was advised to be admitted as inpatient for evaluation for gastrointestinal(gi) bleeding. The patient denied any vomiting, hematemesis, abdominal pain, hematochezia, chest pain, shortness of breath at rest, syncope, or focal deficit. Patient has no history of fever, productive cough, urinary symptoms. On (B)(6) 2019 an esophagogastroduodenoscopy(egd) was performed. There were minimal non-bleeding erosions in the bulb otherwise no upper gastrointestinal bleeding or recent bleeding stigmata were noted on egd. On (B)(6) 2019 the patient reported they were feeling fine. The patient denied brown or black stool, and denied fresh blood in stool. On (B)(6) 2019 the patient reported they were feeling fine. The patient denied brown or black stool, and denied fresh blood in stool. The patient also denied shortness of breath, orthopnea, or chest pain. No events overnight. Patient was discharged on (B)(6) 2019 and was stable at home. No new concern of melena. No additional information was provided.